Event description:
It was reported that during a coronary drug eluting treatment procedure, compromised sterile package barrier was noticed. During preparation it was noticed a portion of the package was peeled back causing possible contamination to the taxus express2 8.8% 2.50 x 12 mm. Consequently, the stent was never used and had never touched the pt. The procedure was successfully completed using another taxus express2 8.8% 2.50 x 12 mm. Pt status is reported to be "satisfactory/good."